Manufacturer narrative:
Correction is being made to previously submitted e2 - health professional? And e3 ¿ occupation. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during service / maintenance, the subject video scope image became blurred, indistinct or noisy. Grade d. There was no patient involvement.